Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018, customer states cause of hospitalization was alcohol but was not drinking that night. The customer experienced symptoms such as nausea and vomiting and thirst. Blood glucose at the time of the admission was 1000mg/dl. The customer was treated with manual injection. The customer was not sure if they were wearing the insulin pump during the hospitalization. Customer was assisted with trouble shooting, customer was advised to change entire set and speak to hcp regarding high blood glucose levels . The insulin pump will not be returned for analysis.

Event description:
The correct date is (B)(6) 2017, not 2018.